Event description:
It was reported that a home patient experienced a leak between the heater line and heater bag. This occurred during fill one of three of peritoneal dialysis therapy. The caregiver reported that the heater line had not been secured well to the heater bag, and fluid was leaking from the connection. The technical services representative assisted the caregiver in ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a leak caused by a use error, where the caregiver did not have the heater line secured properly to the heater bag. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.